Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was at home at the time of treatment. It was reported that the patient was incoherent and was on life support. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatment at 23:34:31 on 04/10/2015 and 00:38:47 on (B)(6) 2015. Multiple counting contributed to the false detections. A review of the downloaded data confirms that the response buttons were only pressed after the second treatment. The patient went to the hospital and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 06/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.